Manufacturer narrative:
This report is submitted on january 04, 2018, (B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth and infection at abutment site; subsequently the patient was treated with antibiotics (type not reported) and underwent skin revision surgery on (B)(6) 2017, to excise skin at abutment site. The implanted device remains.

Manufacturer narrative:
This report is submitted on january 7, 2019. Registration number (B)(4).

Event description:
Per the surgeon, the patient underwent revision surgery on (B)(6) 2018 to thin the skin flap; however, the issue did not resolve. Additional information has been requested but has not been made available as of the date of this report.